Event description:
It was reported that during implant attempt, there was no capture, an apparent lead fracture, unacceptable thresholds, and high impedance greater than 4000 ohms. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event. It was noted that after the lead failed and extraction, the physician cut the device in two places.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was received in 50 centimeters distal and 8 centimeters proximal portions. Electrical testing to determine continuity of the conductor(s) passed. Analysis findings were the inner insulation was torn medial section at 28 centimeters and the outer insulation was torn medial section at 33 centimeters. Additionally, the lead was stretched apparent explant damage was noted under visual analysis. Primary analysis findings reflected no anomalies.